Event description:
Complainant alleged that during a routine shift check by a clinician, the device self-charged without any user interaction. Comlainant indicated there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.